Event description:
Patient initially reported no complaint against left device. Later healthcare professional reported left deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings. Additional observations: wear abrasion observed. White particles observed inner the surface of the shell. Creases were observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.